Event description:
It was reported a patient (part of the real-af clinical study) underwent an atrial fibrillation (afib) cardiac ablation procedure using a decanav electrophysiology catheter and a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cardiac perforation treated with a pericardiocentesis and extended hospitalization. It was reported that a transseptal puncture was performed. Baylis versacross access solution fixed (ref: (B)(4); lot: vxfc160823). Ablation was performed and no evidence of steam pop. During the case (when transseptal access was lost, and intracardiac echocardiography (ice) was used to visualize the interatrial septum), they noticed the patient's blood pressure dropped. The physician went in with an ice soundstar catheter and discovered a pericardial effusion. Pericardiocentesis was provided to the patient and 1150 ccs of fluid was drained and 290 ccs of fluid was given back to the patient. This medical intervention helped to stabilize the patient. However, patient condition worsened. Patient required CT scan and ventilation for greater than 1.5 days. An MRI to assess decreased neurological function has been ordered. The patient was transported to the intensive care unit (ICU). Patient required additional hospitalization and as of 7am on (B)(6) 2023 and had not been discharged. It is believed the issue may have been caused by perforations created by the decanav catheter on the coronary sinus (cs) but they are unsure. The adverse event was assessed as MDR reportable under both the decanav electrophysiology catheter and the thermocool® smart touch® sf bi-directional navigation catheter.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00027 for product code r7f282ct (decanav electrophysiology catheter). (2) MFR # 2029046-2024-00029 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter).

Manufacturer narrative:
It was reported a patient (part of the real-af clinical study) underwent an atrial fibrillation (afib) cardiac ablation procedure using a decanav electrophysiology catheter and a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a cardiac perforation treated with a pericardiocentesis and extended hospitalization. It was reported that a transseptal puncture was performed. Baylis versacross access solution fixed (ref: vxsk0024; lot: vxfc160823). Ablation was performed and no evidence of steam pop. During the case (when transseptal access was lost, and intracardiac echocardiography (ice) was used to visualize the interatrial septum), they noticed the patient's blood pressure dropped. The physician went in with an ice soundstar catheter and discovered a pericardial effusion. Pericardiocentesis was provided to the patient and 1150 ccs of fluid was drained and 290 ccs of fluid was given back to the patient. This medical intervention helped to stabilize the patient. However, patient condition worsened. Patient required CT scan and ventilation for greater than 1.5 days. An MRI to assess decreased neurological function has been ordered. The patient was transported to the intensive care unit (ICU). Patient required additional hospitalization and as of 7am on (B)(6) 2023 and had not been discharged. It is believed the issue may have been caused by perforations created by the decanav catheter on the coronary sinus (cs) but they are unsure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31151905l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00027 for product code r7f282ct (decanav electrophysiology catheter) (2) MFR # 2029046-2024-00029 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter)